Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with gehc technical support. The bag/vent microswitch and the control panel microswitch were replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected and a failure of the unit to recognize is the control panel switch. There is no report of patient involvement.